Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump "display goes in and out" and that there was no alarm. Mmdg made multiple attempts to follow up with the initial reporter, but those attempts were unsuccessful. (B)(4).